Event description:
It was reported that a message was received in the remote home monitoring system that the automatic threshold for this left ventricular (lv) lead was detected as greater than the programmed amplitude or suspended. Review of data in the remote home monitoring system noted this was due to probable loss of capture (loc). Lead trend data showed increasing lv threshold measurements and decreasing pacing impedance measurements from the 1,700 ohms range to the 700 ohms range. Further evaluation was recommended to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.